Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had invalid cardiac compass data, which was identified to be due to an adjustment to the device clock at the last clinic visit. The device remains in use. It was also reported that the right atrial lead position check failed. The patient will be evaluated in the clinic to assess the lead issue and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.